Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: the device did not sound right, would not cut and then would not release staples. A new instrument was used to complete the procedure. No injury or bleeding was reported.